Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported that the torque screw of the mayfield modified skull clamp (a1059) that holds the pressure popped off during a craniotomy procedure. It is unknown if there is patient injury or surgical delay. Additional information has been requested.

Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The mayfield modified skull clamp (a1059) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - investigation of the returned unit was unable to duplicate slippage, and when the clamp was properly positioned and put under pressure, it did not move. However, there was rotational and lateral movement in the lock, and a residue buildup was present, so new components were added to replace the worn internal parts. Additionally, general maintenance and cleaning were performed. Root cause - the complaint is not confirmed. The clamp does have a little bit of movement in the lock, and it is recommended that it receive at least a preventive maintenance (pm) service due to routine use/wear of the unit. The probable root cause of the reported complaint is improper or suboptimal placement of the skull clamp on the patient. No further investigation is required based on the acceptability of risk and no adverse trends were identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.